Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device's heating plate was extremely hot and had a burning smell coming from the tubing. The patient reports the device went through a lot of water by the morning and the heating plate was found to be extremely hot with a burning smell coming from the tubing. The device was plugged into ac power. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation of the device the printed circuit assembly was found to be burnt. The customer complaint was reproduced.